Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4) ¿ the dentist reported that 12 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The 30 ncm of primary stability was achieved and the patient presented bone type iii.